Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to an open orange (lead 2-) wire in the cable connecting ECG "c" and ECG "d". The root cause for the open wire could not be positively identified. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.

Event description:
A zoll pt service rep (psr) called zoll customer support that she was unable to baseline a (B)(6) female pt. The pt was issued a replacement electrode belt.